Event description:
On (B)(6) 2014, the reporter contacted animas alleging elevated blood glucose levels over the past 3 days including a blood glucose of 403 mg/dl with stomach ache, headache, and moderate ketones. The pump was reviewed with the reporter and found that the time and date were set incorrectly 12 hours off; the reporter indicated that the time was 9:58 pm but the pump read 10:00 am. The reporter was advised that the time being incorrectly set on the pump could result in incorrect basal delivery. During the call, the reporter was able to prime the tubing until 4 drops were seen at the end of the tubing and confirmed that the pump appeared to be working fine. Additional troubleshooting of the event indicated that the patient was not always eating breakfast and so blood glucose levels were not always being checked in the morning. The reporter also indicated that the patient¿s blood glucose was not always checked prior to eating. The reporter was advised to discuss blood glucose management with a health care provider. This report is made based on the allegation that the patient experienced hyperglycemia which may have been contributed to by incorrect programming of the pump time and date.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.